Event description:
It was reported that customer is experiencing high blood glucose levels. Customer stated that he is really sensitive to insulin. Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose reading ranged from 140-250 mg/dl. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.